Event description:
It was reported that the device was explanted due to erosion. The concomitant leads were discarded.

Manufacturer narrative:
H.3 evaluation summary: analysis found the device to function within normal product specifications.